Event description:
During set up of custom pack, pre-bypass filter was observed to leak into clamshell. The filter was removed from circuit.

Manufacturer narrative:
The product was forwarded to the supplier for investigation. The supplier identified 3 possible causes for the leak. Yet, it is difficult to determine how the events would cause an imperfect weld on the item. The lot for this item was produced in september 2014. Since that time, (B)(4) additional parts have been shipped with no other complaints like this issue. (B)(4).

Manufacturer narrative:
A picture was forwarded by the customer describing the event. When more info become available, a supplemental will be submitted. (B)(4).